Event description:
It was reported that the device was used during an unk procedure, the tip of the clips were not aligning properly. The small clips appeared to be scissoring. There was no reported pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.